Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/delivery test due to faulty back pressure sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. The customer confirmed that the device had been exposed to high magnetic fields. Blood glucose level at the time of the incident was 500 mg/dl. During troubleshooting, the customer stated that he was able to rewind the insulin pump. The customer reported that the insulin pump would be replaced and agreed to return the device for analysis.